Event description:
It was reported that the ventricular pacing lead has started to show an increase in pacing thresholds. It was also reported that there were ventricular high rates recorded that appear to be noise. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.